Event description:
Removal of right ventricular lead due to inability to capture pacing. A new right ventricular lead was replaced following removal.patient with a history of as, tavr, transient heart block who is status post implantation of mdt dual chamber ppm, rv lead revision due to elevated capture threshold.